Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: black particulate in drip chamber. Detailed inquiry description: "a primary tubing set had just opened, and the rn found black residue in the chamber." No patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Five photographs and one unused sample in open packaging were provided for evaluation. Upon evaluation of the sample, small specks were noted embedded in the chamber vase. The photographs were evaluated and confirmed the same concern. The reported issue was confirmed. A review of the machine process confirms that the defect was caused by degraded soft pvc during injection molding of the chamber. To prevent recurrence of this issue, an extra cleaning of the molding machine was performed to eliminate any residual degraded material. This corrective action had been verified, with no further defects observed in subsequent production. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.